Event description:
Device 3 of 3. Reference mfrs report: 1627487-2013-16136 and 1627487-2013-16137. It was reported the pt's system was explanted approximately 2 years ago. The explant date is currently unk. The pt's wife stated the system was removed after surgeries at the lead site (reference MFR report: 1627487-2010-03410). She stated the physician decided it was best to explant the system.

Manufacturer narrative:
Correction number.: 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.